Manufacturer narrative:
Evaluation codes: updated h10 device evaluation: one warmer device was received for investigation. During visual inspection the device was observed to have a cracked tank cover, faded line cord, and a worn plate clip. The circuit board and power switch were also determined to be outdated. The reported issue was confirmed during functional testing when device was observed leaking from the plate clip. The leakage was traced to the threads in the interlock block, which were observed to be stripped, loosening the seal between the interlock block, enclosure, and plate clip. However, the investigation could not identify a root-cause for the observed condition. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service in the previous year. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Manufacturer narrative:
Date of event, UDI section, are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tank is leaking from the blot. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.